Event description:
It was initially reported that the tip of the electrode burned during the surgery. However, it was later clarified that the instrument did not have a burnt tip, instead, it was the insulation of the electrode tip that was defective. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).